Manufacturer narrative:
Result of investigation: vyaire field service technician went onsite to simulate the device behavior. Investigation revealed that the issue was cause by the user. As a resolution, technician educated the staff on how to used the sipap. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that manual breath was not possible with the infant flow sipap on biphasic mode with a frequency of 30 bpm. As of this time, there is no information regarding patient involvement with this incident.